Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that upon inspections charger boards and batteries needed to be replaced. Representative replaced charger boards and motion batteries were replaced and verified voltages at j7. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside or procedure, the site had left the imaging system powered on for almost 12 hours and then shut down the system. There was no patient present at the time of the issue.